Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal haemorrhage),'), vaginal haemorrhage ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis, diabetes mellitus, pap smear abnormal, swollen glands, nasal congestion, cutaneous sarcoidosis, anemia and sarcoidosis. Concomitant products included ibuprofen (motrin children), prednisone and simvastatin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (ablation, surgical removal of coil(s) - endometrial ablation, cervical laceration repair and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: impression: 1. Diffuse paranasal sinus disease. 2. Diffuse mucosal thickening of bilateral nasal cavities obstructing the upper portion of the airway of bilateral nasal cavities. Pathology test - on (B)(6) 2013: clinical history: patient with systemic sarcoidosis (pulmonary , ln and skin) with preoperative diagnosis: sarcoidosis ; rule out atypical mycobacterial infection . Diagnosis: skin, left elbow , punch biopsy: - intradermal granulomatous inflammation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device-location of device: left essure found in uterine cavity'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') and vaginal haemorrhage ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis, diabetes mellitus, pap smear abnormal, swollen glands, nasal congestion, cutaneous sarcoidosis, anemia and sarcoidosis. Concomitant products included ibuprofen (motrin children), prednisone and simvastatin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain lower ("lower abdominal pain / lower-abdomen right side") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (ablation, surgical removal of coil(s) - endometrial ablation, cervical laceration repair and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: impression: 1. Diffuse paranasal sinus disease. 2. Diffuse mucosal thickening of bilateral nasal cavities obstructing the upper portion of the airway of bilateral nasal cavities. Hysterosalpingogram - on (B)(6) 2011: result of the test- confirm tubal ligation. Pathology test - on (B)(6) 2013: clinical history: patient with systemic sarcoidosis (pulmonary, ln and skin) with preoperative diagnosis: sarcoidosis ; rule out atypical mycobacterial infection . Diagnosis: skin, left elbow , punch biopsy: - intradermal granulomatous inflammation. Concerning the injuries reported in this case, the following were described in patient¿s medical records : menorrhagia, vaginal discharge. Lot number: 50512935, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of product technical complaint on 7-feb-2020: pfs received. Verbatim of event malposition of essure device was updated to malposition of essure device-location of device: left essure found in uterine cavity. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') and vaginal haemorrhage ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis, diabetes mellitus, pap smear abnormal, swollen glands, nasal congestion, cutaneous sarcoidosis, anemia and sarcoidosis. Concomitant products included ibuprofen (motrin children), prednisone and simvastatin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), abdominal pain lower ("lower abdominal pain / lower-abdomen right side") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (ablation, surgical removal of coil(s) - endometrial ablation, cervical laceration repair and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: impression: 1. Diffuse paranasal sinus disease. 2. Diffuse mucosal thickening of bilateral nasal cavities obstructing the upper portion of the airway of bilateral nasal cavities. Hysterosalpingogram - on (B)(6) 2011: result of the test- confirm tubal ligation. Pathology test - on (B)(6) 2013: clinical history: patient with systemic sarcoidosis (pulmonary , ln and skin) with preoperative diagnosis: sarcoidosis ; rule out atypical mycobacterial infection . Diagnosis: skin, left elbow , punch biopsy: - intradermal granulomatous inflammation. Concerning the injuries reported in this case, the following were described in patient¿s medical records : menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: event coding updated from device dislocation to device expulsion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), menorrhagia ('abnormal bleeding (menorrhagia, vaginal haemorrhage),'), vaginal haemorrhage ('abnormal bleeding (menorrhagia, vaginal haemorrhage),') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis, diabetes mellitus, pap smear abnormal, swelling nos, nasal congestion, cutaneous sarcoidosis, anemia and sarcoidosis. Concomitant products included ibuprofen (motrin children), prednisone and simvastatin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (ablation, surgical removal of coil(s) - endometrial ablation, cervical laceration repair and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: impression: diffuse paranasal sinus disease. Diffuse mucosal thickening of bilateral nasal cavities obstructing the upper portion of the airway of bilateral nasal cavities. Pathology test - on (B)(6) 2013: clinical history: patient with systemic sarcoidosis. (Pulmonary , ln and skin) with preoperative diagnosis: sarcoidosis ; rule out atypical mycobacterial infection . Diagnosis: skin, left elbow , punch biopsy: intradermal granulomatous inflammation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: abnormal bleeding (general), vaginal discharge, device dislocation, abnormal bleeding (vaginal, menorrhagia), lower abdominal pain. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.